Manufacturer narrative:
The event of unexpected mode switch was confirmed. The device was received in in bvvi mode with battery voltage above elective replacement indicator (eri). Device was restored by reloading the product code. Backup operation was reproduced at cold temperature and this is consistent with an integrated circuit anomaly. Longevity assessment was performed, and device was in the normal range of operation with appropriate remaining longevity. DHR was reviewed and found to be complete. The product passed all quality control tests prior to its distribution.

Event description:
It was reported that during a device preparation the pacemaker (pm) was interrogated before implanting into a patient. Upon interrogation, the pm was in backup-vvi mode. The pm was not used. The physician completed the implant procedure with a new pm. The patient was stable throughout.